Event description:
Customer reported an incorrect insulin cartridge display, and the need to wiggle the cable to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The patient, who is currently out of warranty and seeking renewal, declined troubleshooting, and no further information was obtained.